Event description:
The pt experienced a loss of therapeutic effect. An x-ray, dye study, and rotor study were completed and were believed to be normal. The pt was treated with additional oral baclofen. The hcp replaced the catheter. The pt recovered without sequela.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. The catheter was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.